Event description:
It was initially reported by the patient's mother, that he passed away. No further details were initially provided. Further details obtained from the funeral home that it appears the patient was buried with the device as they have no documentation of removing the device. An autopsy was performed, so further confirmation is needed on if the device was explanted at that time. The death certificate noted that the patient died of hypoetic brain injury (hypoxia) and cardio respiratory arrest. The patient's condition was listed as seizures. There was an autopsy performed at the hospital where the patient died. The death certificate was unable to be provided at that time. A search performed in the manufacturer's programming history database show the last known diagnostics were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.